Event description:
The customer reported that during a prolapsed hemorrhoid procedure, the device was hard to fire and only half the staples were formed. It is unknown how the case was completed. There was no consequence to the patient.